Event description:
A malfunction alarm with the code malf 12 was reported, and it was confirmed that there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue since the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if the malfunction code appeared again.